Event description:
Customer's parent called to say that their son's blood glucose levels (bg's) were elevated throughout the day and were not coming down with bolus insulin doses. The customer's bg's ranged between 333 mg/dl - high before taking the pod off and starting a new one successfully. No further issues were identified.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.